Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal hydromorphone (0.5 mg at 0.065 mg/day) via an implanted pump for an unknown indication for use. It was reported that since being implanted the patient had complained of a "systemic" infection persisting of symptoms that mirror the flu. It was reported the patient had been on a couple of rounds of antibiotics however the symptoms occur shortly after antibiotics and the patient states it has started since the pump was implanted. It was reported that there were no signs of pocket infection or irritation to the device. It was reported that the patient's pain is controlled and no increase in therapy has been made since implant. There were no known environmental, external, or patient factors that may have led or contributed to this event. Actions/interventions taken were rounds of antibiotics for the patient. The issue was not resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown. Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the patient's weight was unknown. It was also reported that an infection was not confirmed and that it was not confirmed because of the device. It was further reported that antibiotics were provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.